Manufacturer narrative:
Submit date: 04/04/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports the catheter slipped out of the pt revealing the cuff and silver ion sleeve. There was no injury to the pt.